Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening on patch/shell bond edge side assessed as unidentified (tear) opening. (Shell thickness within specification). As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right-side "rupture" confirmed with MRI. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right-side "rupture" confirmed with MRI. Device remains implanted.

Event description:
Healthcare professional reported right side "rupture" confirmed with MRI. Device has been explanted and replaced.